Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) year-old female patient who had essure (batch no. 505020s5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot from 2005 to 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced back pain ("back pain ") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, migraine, vaginal discharge, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, female sexual dysfunction, menorrhagia, migraine, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet and medical records received. Event injury was replaced and case was upgraded to serious incident. Lot number added. Events added from pfs- perforation (uterus), abdominal pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, apareunia (inability to have sexual intercourse), migraines / headaches, back pain, vaginal discharge. Reporter information, aka name, lab data, historical drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.